Event description:
It was reported to resmed (B)(4) that an astral device touchscreen began to flash and the device settings and data were not accessible. There was no pt harm or injury reported as a result of this incident. MFR #3004604967-2015-00056.